Manufacturer narrative:
The device was not returned to edwards for analysis. Attempts to retrieve device and additional information have been unsuccessful. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, information regarding the 25mm aortic pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information or return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. If additional information is received a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm aortic valve was explanted after an implant duration of one (1) year, four (4) months, and twenty-seven (27) days. It was replaced with a 23mm aortic valve. Through follow up with the health care provider, it was learned this device was explanted due to "recurrent endocarditis." The infecting organism was staphylococcus aureus. The patient's outcome reported as discharged.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of approximately one and a half (1.5) years. The reason for explant is unknown. The explanted device was replaced with a 23mm aortic valve. No additional information was provided.